Event description:
It was reported that a user removed a cartridge with insulin remaining and attempted to refill it, after which they required guidance to properly change supplies and resume therapy using a 23" teflon 6 mm inset infusion set. Symptoms included none. Outcomes included successful resumption of insulin therapy without alarms. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user procedural error related to reusing a partially used cartridge and incorrect change sequence, with no device malfunction identified and no component damage observed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect procedure.